Event description:
Nurse programmed secondary infusion of dobutamine at dose of 3 mcg/kg/min or 2.5ml/hr. Nurse subsequently noticed infusion dripping at very rapid rate. The pt went into ventricular tachycardia, coded and was transferred to the ICU. Biomed states facility is not able to say if the drug caused the ventricular tachycardia because the pt was extreamelysick and unstable to begin with. Second nurse verified that secondary was plugged into y site above pump. Hosp tested the tubing and found check valve to be functioning properly, but states they have considered that drug may have gone into primary bag and not into pt. Log analysis indicates the device was powered on on one day before event date and at 22:09 the secondary and primary were set at 2.5ml/hr. Infusion was started and allowed to run for less than one minute. The device was then powered off. At 07:00 the following morning the secondary was selected and started at a rate of 2.5ml/hr and allowed to run for three minutes. Device was then powered off on 05/05/06 at 07:15. Overinfusion could not be confirmed in the log. Device and disposable set were requested but customer declined to send them for investigation.